Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operation room for a device change out. The rv lead exhibited high pacing lead impedance, and high capture threshold. The physician noted that the lead was pinched underneath the suture sleeve. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will be followed-up normally.